Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause was failure of the power converter due to degradation associated with the age of the device.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. The unit failed to turn on due to a broken power converter.

Event description:
It was reported to olympus that the power buttons would not "trigger on the front panel." The problem, as reported to olympus, was found on preparation for use. There was no patient injury or harm, associated with the problem, reported to olympus.